Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification (missing segments). Analysis also found the upper case, lower case, two side bail covers, and the ring cover were broken. The battery contacts were compressed, the battery drawer was damaged (dented), and the battery flex was contaminated. It was noted two side bails, ring, lcd screw, and the battery drawer o-ring were missing. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.